Event description:
An optometrist reported that twelve days following photo refractive keratectomy (prk), the patient presented with an epithelial defect in the left eye. The patient reported pain, tearing, and foreign body sensation. In a follow-up, the optometrist reported that the epithelial defect was noted superiorly, after the bandage contact lens was removed. According to the optometrist, the defect was due to dryness in the eye, caused by the patient not using tears as often as he should. A new bandage-contact lens was placed to treat the defect, which resolved one week later. The patient was doing well at his last postoperative visit. No further information is expected.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).